Event description:
It was reported that during an unk procedure, that the clips are ejected from the device. No clip formation at all. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.